Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic issue was a software defect that has been documented. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported patient was placed on impella cp with smart assist for hemodynamic support. It was no-ted after the connection of a current cable to automated impella controller (aic), the placement signal of a cpsa pump was flas 0/0 mmhg. Issue resolved after switching to another aic.